Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a history of low impedance noted on (B)(6) 2011. The lead was capped and replaced due to the history of low impedance, noise and capture anomaly on (B)(6) 2018. The patient was stable before, during and after the procedure.